Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, customer removed an obstruction blocking the pump vent and alarm was resolved. Customer's blood glucose was within range.